Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, the 23062 error was found on axis 1, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 23062 error was present during power up. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where the chipencoder virtual absolute (cva) char test failed on yaw, replicating the reported event. Additionally, the fiber trend tool was performed and passed. The usm linear bearing and top motor housing were inspected and passed. Then, the carriage gearboxes were replaced due to rust and carriage top was replaced due to chip.

Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted total colectomy surgical procedure, customer had an error 23062 at power up on universal surgical manipulator (usm) 1. Prior to call, customer already reboot the system but the issue persisted. Technical support engineer (tse) reviewed logs and confirm 23062 pointing to usm 1. Tse asked customer to verify if usm 1 is not touching another usm or anything else, customer stated no. Tse asked customer to perform emergency power off (epo) reboot but there was no improvement. Tse guided customer to exercise the usm in all directions and turn it from left to right and try to recover but error persisted. Customer could not work with 3 arms for the procedures. The procedure was converted to laparoscopic surgery with no reported injury.